Event description:
It was reported that a continuous glucose monitor exhibited an error, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a pump reset process, after which the error did not reoccur, and they were advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.